Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Visual inspection of the revealed the motor connector to the yellow tube within the pneumatic block was damaged. The pneumatic block was replaced to address the issue. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to damage of an isolated component failure within the pneumatic block. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).